Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) pocket was open and the device was visible. The crt-d system was explanted and a new right atrial (ra) lead was implanted. The crt-d was used externally and connected to the new ra lead. No further patient complications have been reported as a result of this event.